Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer¿s blood glucose level was not impacted.